Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user and a diabetes educator observed recurrent bluetooth connectivity loss between the ilet pump and a dexcom g7 sensor while the sensor remained connected to the dexcom app, resulting in prolonged gaps in communication and difficulty operating the system. Symptoms included hyperglycemia with blood glucose readings reported over 400 mg/dl and feelings of being unsafe to treat at times. Outcomes included device replacement to address the reported communication issue and provision of troubleshooting guidance. Investigation included review of device settings and bluetooth configuration, verification of alerts, and counseling that a sensor batch issue could be contributory, along with outreach to coordinate return and assessment of the reported device. Investigation of this case revealed intermittent pump-to-sensor communication failure consistent with a connectivity malfunction, with the pump otherwise operating and the dexcom app maintaining connection to the sensor, suggesting a pairing or sensor-related interoperability issue. It was concluded, based on previously established findings for similar reports, that the cause was attributable to communication instability between components, with a probable device¿sensor interoperability issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.